Event description:
Gt balloon of gj found to be burst. Patient had only had this gj placed on 2/19 and had it replaced on 2/19 for the same issue. At this time, gj will be changed in operating room on 2/27 when patient goes to surgery. Will ask surgical team to save gj for return to materials for investigation. Pt code: 4582. Device code: 1546. Ref report: mw5184751.